Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. Two greater than 75% stenosed lesions were located in the severely calcified, non tortuous mid right coronary artery (rca). The physician predilated with a 2.5 x 15mm maverick balloon. The physician attempted to advance the 2.75 x 28mm taxus liberte stent delivery system (sds) to the more distal lesion, however the physician could not get past the proximal lesion. When the physician withdrew the device, the stent dislodged from the sds. The physician went in with a 2.5 x 15mm maverick balloon and deployed the stent into place in the proximal lesion of the mid rca. The distal lesion was left untreated. The procedure was completed with this device. No patient complications were reported, and patient status was listed as fine.